Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the worn instrument return form that a knee instrument was returned and reported with missing bearings. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Performed a visual inspection of the returned product and found it to exhibit signs of repeated use and have one of detent balls/ball bearings disassembled / missing. The components were not returned. The device history records were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. Receiving inspection report was not available. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of a previous design update. Medical records were not provided. This device is confirmed to have been a part of a previous design update. A notification was previously sent to all users at the time to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. No additional corrective or preventive actions needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.